Manufacturer narrative:
(B)(4). The customer reported that the device failed to charge. No pt impact was reported. The customer was sent a replacement unit. Their unit was returned to philips for eval. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed to charge. No pt impact was reported.